Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during a biliary stenting procedure (patient age, gender and weight are unknown). According to the complainant, while inserting the stent device into the operating channel of the endoscope, the sheath broke at the guidewire exit port. The procedure was completed with another wallflex biliary rx uncovered stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.